Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log also showed the user announced a usual meal at approximately 1 am on 5/1 which may have contributed to the low event. Based upon the information provided, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported a hypoglycemia event resulting in loss of consciousness. The patient's significant other called ems and the patient was transported to the ER, where they were treated and released a few hours later.